Event description:
It was reported that during an angioplasty treatment procedure, the hydrophilic coating of the wire sheared off. The target lesion was located in the left coronary artery. While a 035/150 angled zipwire hydrophylic guide wire was inserted through the sheath, a resistance was felt. They pulled it back out off the sheath and noticed that some of the hydrophilic coating was sheared off inside the patient. They track the patient radiologically to see if the coating went down the blood stream and it did not seem to cause any blockage. It was noted the coating was still in the subcutaneous tissue and "they are going back in surgically to remove the coating. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the hydrophilic coating of the wire sheared off. The target lesion was located in the left coronary artery. While a 035/150 angled zipwire hydrophylic guide wire was inserted through the sheath, a resistance was felt. They pulled it back out off the sheath and noticed that some of the hydrophilic coating was sheared off inside the patient. They track the patient radiologically to see if the coating went down the blood stream and it did not seem to cause any blockage. It was noted the coating was still in the subcutaneous tissue and "they are going back in surgically to remove the coating. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the specimen presents a large radius bend over the distal 3.5cm, consistent with tensile loading. Aside from a 10.05cm long segment of polymer jacket material skived from the flexible distal region of the specimen beginning 1.70cm from the distal tip and extending to 11.40cm from the distal tip, and 5.40mm of material at the distal end of the damage prolapsed distally over the wire exposing the metallic core wire, the specimen coating appears visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x ¿ 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable per the inspection criteria. Microscopically the specimen coating appears to be uniformly worn and abraded with inclusions of dried blood-like material imbedded within the coating and on the exposed inner surfaces of the skived polymer jacket material. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the hydrophilic coating of the wire sheared off. The target lesion was located in the left coronary artery. While a 035/150 angled zipwire hydrophyllic guide wire was inserted through the sheath, a resistance was felt. They pulled it back out off the sheath and noticed that some of the hydrophilic coating was sheared off inside the patient. They track the patient radiologically to see if the coating went down the blood stream and it did not seem to cause any blockage. It was noted the coating was still in the subcutaneous tissue and "they are going back in surgically to remove the coating. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.